Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an expected low insulin and low power alert. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customers' blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.